Event description:
As reported by the field, during a coil embolization, a 2x6 orbit galaxy xtrasoft coil (640hx0206, 30651730) became impeded and unraveled/stretched. The coil arrived at target position and passed through the unspecified microcatheter (mc). The physician tried to detach it, but the coil was impeded in the microcatheter and could not advance any more. The doctor retracted the coil and observed that it was unraveled/stretched. A new device was switched to complete the surgery. There was no patient injury report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization, a 2x6 orbit galaxy xtrasoft coil (640hx0206, 30651730) became impeded and unraveled/stretched. The coil arrived at target position and passed through the unspecified microcatheter (mc). The physician tried to detach it, but the coil was impeded in the microcatheter and could not advance any more. The doctor retracted the coil and observed that it was unraveled/stretched. A new device was switched to complete the surgery. There was no patient injury report. No additional information is available. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation (mre) was performed for the finished device 30651730 number, and no non-conformances related to the malfunction were identified. Impeded in microcatheter and coil unraveled/stretched are known potential issues associated with the use of the device. The instructions for use (IFU) includes warnings and instructions for use to trouble shoot this type of situation. The instructions for use (IFU) warns that if the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. With the information provided and without the return of the associated device, it is not possible to determine the root cause of the event. However, the event may have been related to a combination of multiple factors experienced in the clinical setting rather than the design or manufacture of the device. Coil unraveling/stretching is indicative of the application of excessive force, possibly in an attempt to overcome the reported resistance. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.